Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred (alarm 20). In addition, it was reported that an occlusion alarm occurred. There was no reported impact to customer's blood glucose level. The customer reverted to manual injections for insulin therapy.